Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the scissors were dull. The instrument was placed on an in-house system for a latex cut test and the scissors did not cut cleanly through (B)(4) latex. The latex was snagged at the scissor tips. After inspecting the instrument, an indentation was found on the blade tip, which acted as a mechanical stop when trying to close the blades. This damage also might have contributed to poor cut performance. The evidence was inconclusive, but the damage was likely due to mishandling. Failure analysis also observed pad printing was removed. The tube extension had material removal on the distal end. The evidence was inconclusive, but the pad printing damage was likely due to improper cleaning. Failure analysis also observed that the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument was dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.